Event description:
It was initially reported to boston scientific corp that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (pt over 18 yrs old). According to the complainant, during the procedure, the orientation of the tip of the catheter was twisted. The procedure was completed with another hydratome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; "the distal tip was bent".

Manufacturer narrative:
From a visual evaluation, it was found that the working length was twisted and the distal tip was bent. Investigating the cannulating orientation of the device by inserting the device into the scope, it was found that the initial tip orientation did not meet the orientation specification of between 9:00 am and 2:00 pm due to the bent distal tip. The orientation of the distal tip could be adjusted left or right by rotating the handle, but could not be adjusted within specification due to the bent distal tip. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification of 90 degree minimum, but the bowing was not in plane due to the twisted tip. The most probable root cause is "operational context". A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).